Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that led to threshold suspend. Customer blood glucose was 128 mg/dl and sensor glucose reading was 77 mg/dl at the time of event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 77 mg/dl. No harm requiring medical intervention was reported. The sensor will not be returned for the analysis.